Manufacturer narrative:
On april 27th 2015 we were informed that: "the lot # of the impaction ring can be one of the following: 096053b, 105777, or 106148. The agent did not write down the lot # while in the operating room and due to multiple cases that day, there was no way to determine which impaction ring was used after all the trays were washed. Lastly, there are no x-rays available for this case." Batch review performed on 05/12/2015. Lot 147139: (B)(4) cups manufactured and released on 02/25/2015. No anomalies found related to the problem. To dae, (B)(4) items of the lot have been already sold without any similar issue reported. For the instrument: since the lot is not confirmed, the review is performed on the three possible lots: lot 096053b: (B)(4) instruments manufactured and released on 11/05/2009. No anomalies found. Lot 105777: (B)(4) instruments manufactured and released on 11/12/2010. No anomalies found. Lot 106148: (B)(4) instruments manufactured and released on 08/12/2010. No anomalies found. Further investigation in attachment 1.

Event description:
Imp # (B)(4).

Manufacturer narrative:
On 07 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Measurement of the retrieved devices made on the 04 september by cq department: responsible: the dimensions taken in agreement with r&d project manager are in compliance with the specifications and in addition, a functionality test with an impacting ring #52 was successfully done. On the same day, the r&d project manager visually inspected the item and made the following comment: observing the explanted implant no conclusion can be determined by the visual inspection. Moreover, the dimensional analysis on the returned cup (see the metrological analysis of the cq department) showed the total conformity of the seat of the cup where the impacting ring connects. The root cause of the complaint cannot be determined.